Manufacturer narrative:
(B)(4) follow-up report 1.

Event description:
The syncardia hand pump was not in patient use. The syncardia hand pump is an accessory to the companion 2 driver system. The hand pump is designed to provide manual short-term emergency support of the syncardia tah-t in the event of a driver failure. The customer reported that there is an object heard rattling inside the hand pump when it is moved. The hand pump was returned to syncardia for evaluation. Visual inspection of the hand pump's exterior revealed scratches on the top front edge of the housing. The housings were also slightly separated. The hand pump did not meet the functional evaluation requirement for housing alignment and ease of handle actuation. Visual inspection of the hand pump's interior revealed three damaged pem nut standoffs (one broken pem nut standoff and two dislodged pem nuts) inside the housing. Visual inspection of the hand pump's interior also revealed the piston cylinder handle pivot pin was not in its specified location and was found in the bottom of the housing. This confirmed the customer-reported loose item inside the hand pump. It is unknown how the pivot pin became loose; however, based on the scratched housing and damaged pem nut standoffs, it is consistent with the result of the hand pump experiencing an impact shock. This alleged failure mode poses a low risk to a patient because the damage to the hand pump was observed when it was not in use on a patient. Because of the damaged pem nut standoffs and dislodged piston cylinder handle pivot pin, the hand pump was taken out of service. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
Ce 3029 initial.

Event description:
The syncardia hand pump was not in patient use. The syncardia hand pump is an accessory to the companion 2 driver system. The hand pump is designed to provide manual short-term emergency support of the syncardia tah-t in the event of a driver failure. The customer reported that there is an object heard rattling inside the hand pump when it is moved. This alleged failure mode poses a low risk to a patient because the damage to the hand pump was observed when it was not in use on a patient. The hand pump will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.